Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of ventricular signals, observed on a rythmiq stored episode. Technical services (ts) provided a review of the episode and confirmed there was oversensing of ventricular signals and also noted that the patient had small atrial fibrillation waves. Ts discussed programming options including adjusting right atrial (ra) sensitivity and switching off rhytmiq. This ra lead remains in service. No adverse patient effects were reported.